Event description:
It was reported while in use on a patient, the 840 ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer recommended that the customer replace the gui cpu (graphical user interface, central processing unit) board. The evaluation of the device has not been concluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.